Event description:
Jackson-pratt drain placed during surgery -lumbar spine 2008 - two days later, nursing staff pulled the drain and patient was discharged. Returned at approximately 21 days later, with wound infection. Had I&d at that time. Returned again about 2 months later with continued wound infection. Had another I&d this time wider and deeper exploration. Found jp drain from original surgery wound. Removed. The drain had broken at the attachment to the clear vinyl tubing. The torn end was jagged and rough. Dates of use: 2008, diagnosis or reason for use: subcutaneous wound drainage. Event abated after use stopped or dose reduced? Yes.